Event description:
Additional info was provided by the reporting surgeon. The lens was explanted on 12/17/2002.

Event description:
A surgeon reports an intraocular lens implanted in 2002 was noted to be dislocated at the inferior loop. A lens exchange is being considered. However, no date has been identified. The surgeon feels the lens size and erosion of the suture were possible contributing factors in the lens dislocation. The labeling for this lens does not include the use of suture in the directions for use.